Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the expiratory pressure transducer printed circuit board (pcb). The replaced pcb was returned for further investigation. Simulated use testing of the returned expiratory pressure transducer pcb failed the pre-use check with internal leakage test, pressure transducer test, flow transducer test and the patient circuit test. Stop of ventilation occurred directly after ventilation mode was started. The pressure sensor has major drift at zero pressure which it was most likely due to contamination on the back side of the pressure transducer pcb. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the expiratory pressure transducer printed circuit board (pcb). The replaced pcb was returned for further investigation. Simulated use testing of the returned expiratory pressure transducer pcb failed the pre-use check with internal leakage test, pressure transducer test, flow transducer test and the patient circuit test. Stop of ventilation occurred directly after ventilation mode was started. The pressure sensor has major drift at zero pressure which it was most likely due to a defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.